Manufacturer narrative:
An event of incomplete coaptation upon implant was reported. A more comprehensive assessment, including functional examination of the valve could not be performed as the device was not returned for analysis. However, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic plus supra valve was chosen for a procedure. During implant, the physician checked the leaflet movement with leaflet rubber taster it was coapting well how ever after closer of the aorta there is aortic regurgitation (ar) seen on transthoracic echocardiogram (tee) due to poor leaflet coaptation. The valve was explanted a new 21mm non-abbott valve was implanted while patient on bypass. The patient remained hemodynamically stable how ever it causes the delay in overall procedure. The patient was reported discharged.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic plus supra valve was chosen for a procedure. During implant, the physician checked the leaflet movement with leaflet rubber taster it was coapting well how ever after closer of the aorta there is aortic regurgitation (ar) seen on transthoracic echocardiogram (tee) due to poor leaflet coaptation. The valve was explanted a new 21mm non-abbott valve was implanted while patient on bypass. The patient remained hemodynamically stable how ever it causes the delay in overall procedure. The patient was reported discharged.